Event description:
On (B)(6) 2018 a patient received an avr due to severely thickened and calcified bicuspid valve. After thorough decalcification and debridement, a perceval pvs25 was implanted. Perivalvular leak was identified on tee and the valve was repositioned. Pvl was still present so the valve was explanted and a new percival pvs25 (sn: (B)(4) was implanted. The 2nd percival valve was explanted and a hancock 23mm bio-valve was implanted. No further leaks identified. Post operatively the patient displayed a 1st degree left atrioventricular block. This case refers to the 2nd valve (percival pvs25 - a28655).

Manufacturer narrative:
A correction has been made to the event description. The initial device implanted was a pvs25 not a pvs27 as originally reported. The manufacture has made several attempts to receive the explanted valves. The valves have not been returned. Per a review of the hancock sizing guide for the valve used in the perceval replacement and the initial reported information it can be reasonably assumed that the reported event is attributable to an oversizing of the perceval valve. The hancock device used is a supra-annularly implanted device and when compared to the size range for the initial perceval implant its internal diameter is considerably smaller. Base don this information the root cause of the event is attributable to procedural issues and a mis-sizing of the device. Because the event is being attributed to a mis-sizing no further investigations will be conducted at this point in time. If further information is received, or if the device is returned to the manufacturer the investigation will be re-assessed. Fields changed: date of report, event, date rec¿d by MFR, PMA/510k, if follow-up, what type.

Manufacturer narrative:
Device being sent to manufacturer.

Event description:
On (B)(6) 2018 a patient received an avr due to severely thickened and calcified bicuspid valve. After thorough decalcification and debridement, a percival pvs27 was implanted. Perivalvular leak was identified on tee and the valve was repositioned. Pvl was still present so the valve was explanted and a new percival pvs25 (sn: (B)(4)) was implanted. The 2nd percival valve was explanted and a hancock 23mm bio-valve was implanted. No further leaks identified. Post operatively the patient displayed a 1st degree left atrioventricular block. This case refers to the 2nd valve (percival pvs25 - a28655).